Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir was leaking. The customer's blood glucose was 158 mg/dl at the time of incident. The motor of the insulin pump was making a strange noise. The customer stopped pressing the act button but the insulin kept coming out. Troubleshooting was performed and the device is not expected to be returned for analysis.